Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the 511s and 512s trocars gaskets ripped. Another device was used to complete the case. These devices were from a ftr33 kit. There was no consequence to the pt.